Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s pd catheter (not a fresenius product) dislodgement, which resulted in the patient¿s hospitalization and pd catheter (not a fresenius product) replacement. The pdrn and patient attributed causality to the liberty cycler set patient line being shortened to 15 feet, which did not provide enough length for the patient to navigate to the bathroom while undergoing treatment. However, the pdrn confirmed there was no defect noted, nor malfunction encountered with the product itself. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. Despite the patient and pdrn citing the liberty cycler set as the cause of the pd catheter dislodgement, there was no report that a fresenius product(s) and/or device(s) malfunctioned in any way. There is no objective evidence indicating a fresenius device(s) and/or product(s) caused the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the manufacturers¿ specifications.

Event description:
On (B)(6) 2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) went to the emergency room (ER) after their pd catheter (not a fresenius product) was ¿pulled out¿ due to the patient being unaware the length of the patient line changed. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was sent to the emergency room (ER) on (B)(6) 2025 after pulling out approximately 50% of her pd catheter on (B)(6) 2025. The patient was taken to the operating room shortly after arrival, and a new pd catheter was placed. The patient continued to undergo ccpd therapy while hospitalized and was discharged home on (B)(6) 2025. The patient has recovered from the serious adverse events and continues to utilize the same liberty select cycler at home without any reported issue(s). The pdrn attributed causality to the liberty cycler set¿s patient line being shortened to 15 feet, which did not provide enough length for the patient to navigate to the bathroom while undergoing treatment. The pdrn confirmed there was no defect noted, or malfunction encountered with the product itself. The patient has resumed utilizing the liberty select cycler 20-foot patient line.

Event description:
On 24/apr/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) went to the emergency room (ER) after their pd catheter (not a fresenius product) was ¿pulled out¿ due to the patient being unaware the length of the patient line changed. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was sent to the emergency room (ER) on (B)(6) 2025 after pulling out approximately 50% of her pd catheter on (B)(6) 2025. The patient was taken to the operating room shortly after arrival, and a new pd catheter was placed. The patient continued to undergo ccpd therapy while hospitalized and was discharged home on (B)(6) 2025. The patient has recovered from the serious adverse events and continues to utilize the same liberty select cycler at home without any reported issue(s). The pdrn attributed causality to the liberty cycler set¿s patient line being shortened to 15 feet, which did not provide enough length for the patient to navigate to the bathroom while undergoing treatment. The pdrn confirmed there was no defect noted, or malfunction encountered with the product itself. The patient has resumed utilizing the liberty select cycler 20-foot patient line.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.